Manufacturer narrative:
The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined. Additional components potentially involved in the event include: common device name: scs lead, model: 3186, UDI: (B)(4), serial: (B)(6), batch: a000063847.

Event description:
It was reported patient's lead had high impedances, preventing inability to enter MRI mode. Investigation was unable to determine which lead was at fault. Surgical intervention may be pending to address the issue.

Manufacturer narrative:
The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.

Event description:
Related manufacturer reference number: 3006705815-2025-00938. It was reported patient underwent surgical intervention on (B)(6) 2025 wherein lead was explanted to address high impedances. Therapy was restored post-op with the remaining lead.